Event description:
Patient death was reported. The cause was noted to be cardiac dysrhythmia due to dilated cardiomyopathy in the setting of remove tricuspid valve endocarditis due to chronic substance abuse and concurrent sars covid 2 infection. It is unknown if death was related to the greatbatch leads. This event is related to 2183787-2025-00049.